Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: an examination of the returned device confirmed that the stent was detached from the balloon and that there was a break in the hypotube. The break in the hypotube was located at 143cm proximal to the tip. The proximal section of the break, including the hub manifold was not received for analysis. As a result, the catheter batch was unknown. A review into the stent crimp data was performed and no issues were noted. The hypotube was kinked at 29.4cm distal to the break site. It is noted that the break and kink that was evident in the hypotube is consistent with excessive force having been applied to the device. As a result a decrease in pressure was noted during inflation, due to a leak in the hypotube. An examination of the balloon identified that the stent had detached and was not received for analysis. Clear evidence of stent crimp was visible on the balloon material. This indicates that the stent was securely crimped in its correct location on the balloon at the manufacturing facility. An examination of the balloon identified some traces of liquid in the balloon. No tears or holes visible. As the break was present in the hypotube, it was not possible to inflate the balloon using conventional methods. As a result, an epidural assembly component was used which attached to the broken end of the hypotube and this facilitated the inflation of the balloon. Using an encore inflation device, the balloon was inflated to its rated burst pressure of 18 atmospheres with no leaks present. The inflation device was verified at 18 atmospheres before and after use. The balloon was inflated and deflated, from its rated burst pressure, on three occasions with no leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and balloon rupture occurred, and catheter removal difficulties were encountered. Optical frequency domain imaging (ofdi) was performed using a 7fr non-bsc guide catheter which revealed a 90% stenosed, type a target lesion located in the mildly tortuous mid to distal left anterior descending (lad) artery. A 24 x 2.50 promus premier&#10244;rug-eluting stent was advanced to treat the lesion. As the physician started increasing the inflation pressure at around 4 atmospheres, the proximal part of the stent started expanding but the pressure suddenly started decreasing. The physician applied pressure to the inflation device but it would not increase and the gauge needle kept indicating 0 atmospheres. It was determined that pressure was leaking. The physician decided to remove the device but failed to do so as the stent has not been fully expanded yet and the stent also came into contact with the coronary artery. Subsequently, a non-bsc guide catheter was used to remove the device; however, the guide catheter came into contact with the edge of the partly expanded stent and the attempt failed. The 7fr non-bsc guide catheter was reinserted into the coronary artery in order to retrieve the system; however, the guide catheter came into contact with the stent and the stent dislodged from its delivery system. The stent delivery system was successfully removed from the patient. The physician attempted to retrieve the stent again using a snare but still failed. Eventually, the physician apposed the stent to the vessel wall using a 3.0x28 non-bsc stent. No further patient complications were reported and the patient's status was good.